Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to verify no delivery alarm due to prime anomaly. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No delivery alarms proceeded by low reservoir. Cust thinks that was part of the problem. They connected the pump to cust this morning and changed his site again. Customer indicates serious injury/hospitalization: no. Motor error t/s per dop114-950. Patient's bg at time of incident: unknown mg/dl. Timing of the motor error alarm: during basal. Significant events leading to the alarm: none. Inquired if the customer received an e70 alarm. Found: none. Inquired if the pump was exposed to a strong magnetic field such as an MRI. Found: none. Customer does not use the sensor feature on the pump. Question - is the customer able to complete the rewind sequence: response: cust already completed. Adv the pump will need to be replaced. Adv to retrieve their pump settings. Adv to return the pump with the battery and zero out the basal rates. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Expl rpl policy. Expl the interaction aftercare email. Customer's outcome pertaining to the complaint: sending cust repl pump. Initial notes: mom is calling about her sons' pump. It has several errors on it a while back and they replaced the pump. Over the last week, he has been having high bg and the nurse had to treat with a syringe yesterday to lower bg. Mom looked through the pump and saw another motor error from a couple days ago and she d/c the pump from him overnight so that it doesn't malfunction while wearing it. Inquired what led up to the complaint. Customer response: there was also a couple no delivery alarms proceeded by low reservoir. Cust thinks that was part of the problem. They connected the pump to cust this morning and changed his site again. Customer indicates serious injury/hospitalization: no high bg t/s per dop114-950. Patient's bg at time of incident: 600> mg/dl. Patient's current bg: 346 mg/dl. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: syringe. Customer reports they have not contacted their hcp regarding the unexplained high bgs. Inquired if the customer was recently admitted into the hospital as an inpatient, or received treatment from a medical professional, as a result of their current unexplained high bgs. Found: no. Recent unexplained high bg event began: (B)(6) 2015. Inf was last changed: (B)(6) 2015. Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (recessed). Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in unexplained hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Cust changes his site every 3 days at the max. They have not noticed any bent cannulas. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: clear. Inquired if site is sore or irritated. Found: site from sunday was sore but mom did not notice if cannula was damaged. Customer is using a cannula based inf. Question - advise that in order to determine if the cannula is bent the site must be removed from the body. Is customer able to remove/change set at this time? Response: cust just inserted infusion set today. Inquired if there have been any changes to the pump programming recently. Found: not since last visit to endo in (B)(6). Customer wishes to check their pump programming to ensure all programming is correct and matches their hcp's guidelines. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the unexplained high bgs. Found: none. Adv to verify the accuracy of programming with their hcp. Customer wishes to check basal rate settings for accuracy. Adv to confirm accuracy of basal rates. Customer reports basal rates are programmed accurately. Customer wishes to check bolus wizard settings for accuracy. Adv to confirm accuracy of bolus wizard settings. Customer reports bolus wizard is programmed accurately. Inquired if customer recalls receiving any alarms since high bgs began. Found: motor error. Customer wishes to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Adv to review bolus history to confirm it displays all bolus entries based off their recollection. Customer reports bolus history displays all entries based on their recollection. Ship: 1 repl pump / return: 1 pump.

Event description:
The customer's parent reported via phone call that the customer had been experiencing high blood glucose and received the motor error alarm as well as no delivery alarm on the insulin pump. The customer's blood glucose, at one point, was over 600 mg/dl. The customer treated their blood glucose with a manual injection. While troubleshooting, the customer was unaware of any significant events leading to the motor error alarm. The customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent.